Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient has been hearing a 'beep, beep' sound, then a very loud noise, as well as feeling a mild pain from 2007. There has been no report of an accident or head impact occurring before the complaint. The external equipment was exchanged, but with no improvement for the patient. Testing confirmed that the device has malfunctioned.